Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7087630/7087699 UDI: (B)(4).

Event description:
It was reported that the patient developed cellulitis at the pocket site after permanent trial. The site was swollen and extremely red. The physician believed it was not device related, and the cause was unknown. The patient underwent an explant procedure and was doing well postoperatively. The patient was administered antibiotics the explanted device was discarded.